Event description:
In 2007, a gore tag thoracic endo prosthesis was implanted to repair a pseudoaneurysm secondary to a transection. Three days later, a postoperative computed tomography scan revealed that the proximal end of the device had infolded. A palmaz balloon-expandable stent was implanted and the infolded device was successfully repaired. It was reported that the pt tolerated the procedure.

Manufacturer narrative:
The device remains functioning in the pt.